Event description:
It was reported that during a procedure a screw stripped to the bone but could not be removed from the plate. Revision surgery was scheduled and conducted to remove and replace the plate and screws. Patient outcome: no adverse effect reported as a result of this revision surgery.

Manufacturer narrative:
Additional components involved in incident: part no: 14-521614, lot no. 878110; 14-521514, 948840.